Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The right ventricular (rv) lead was also found to be dislodged as low sensing and high thresholds were noted on the lead. The implantable pulse generator (ipg) and rv lead were explanted. Cultures were taken and treatment with antibiotics were necessary. No further patient complications have been reported as a result of this event.¿

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.